Event description:
A physician reported that a pt was skin tested in the forearm in approx 1987. The pt developed a painless nodule at the test site which was surgically excised at an unk date. No further info was available.